Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a non-abbott lead replacement procedure, the device was unable to terminate ventricular fibrillation during defibrillation testing (dft) due to undersensing on the right ventricular (rv) lead and the patient needed an external defibrillation to return to sinus rhythm. At another follow-up, further dft testing revealed the therapy did not terminate the arrhythmia. The rv lead was capped and replaced and the device remained implanted and was reconnected to the new lead. The procedure was completed successfully and the patient was stable. Related manufacturer report number: 2938836-2017-29121.